Event description:
In mid-may the patient reported they had an accident and were in the hospital. The patient had broken their back in 3 places, had 4 ruptured discs and the catheter migrated up to right below the patient's throat. The patient reported the catheter would be revised but did not know when. It was also indicated that the next refill date/low reservoir alarm date was (B)(6) 2012. Ten days later the patient reported that they were supposed to have a refill done on (B)(6) 2012 but missed it and would be out of medication by (B)(6) 2012. The patient's pump was alarming and had been. The patient also had indicated that they were seeking a new health care provider as the previous hcp had "discharged" the patient in (B)(6) as the patient was taking too much breakthrough medication. It was also reported that another hcp had spoken with the previous hcp about the patient taking too much breakthrough medication and the patient was no longer with that hcp either. The patient reported that he got an increase on the pump from 6 to 14 in (B)(6) but reported it was almost as high as 19 but it was decreased in (B)(6). The patient indicated that it was refilled every 30 days. The patient reported they did not understand why they were dropped. Per the patient the (B)(6) was working on getting the patient into a pain clinic but was going to be a couple of months off. The patient indicated that he didn't have an option for oral medications. The patient indicated they were in a treatment center but was told by an ortho hcp not to do treatment as the patient was going to have 3 surgeries; one planned for this year. The patient reported that they couldn't walk, were in a wheelchair and had gone there to do an emergency CT scan to see if the patient had nerve pain and would suffer permanent paralysis if they couldn't have surgery. The patient had "heart issue," copd, pneumonia and was in "bad" shape. The patient indicated that they planned to see the family hcp "down the road." The next day the health care provider reported that the patient had increased pain, the alarm continued to be heard and was confirmed by telemetry. A non-critical alarm had occurred due to low reservoir volume reached. The patient was in a va facility and had missed the refill. The low reservoir alarm was set at 1.0mls. Per the health care provider they were working on getting a syringe of the medication but were unsure if they would be able to get the medication until monday or tuesday of the next week. Treatment options were being considered including oral medications and filling the pump with saline until the medication was available. It was additionally reported by another reporter that they were concerned regarding the patient's "withdrawal symptoms." The pump was used to deliver morphine. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model # 8709, lot # l73870, implanted on: (B)(6) 2000, explanted on: unknown. (B)(4).